Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. The patient's grandson reported that there was a pump stop during the procedure and the impella was explanted, and a balloon pump was implanted to continue support. The grandson also reported that he reviewed the medical records, and the attending nurse recorded in their notes "thrombocytopenia likely related to impella". He also noted that his grandmother was sent back to surgery soon after the initial surgery, the reason for the additional surgery is unknown. The patient expired two days after the initial surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ impella cp with smartassist for use during cardiogenic shock and high risk cpi & impella rp with smartassist system section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella 5.5 with smartassist & impella cp with smartassist for use during cardiogenic shock section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk cpi & impella 5.5 with smartassist for use during cardiogenic shock & impella rp smart assist system with automated impella controller & rp flex with smart assist system with automated impella controller section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation for the thrombocytopenia and pump stop has been completed. The pump was not returned. The root cause of the thrombocytopenia cannot be determined due to insufficient clinical information provided. The data logs were observed and there was an interaction with the impeller as there were suction alarms with an increase in motor current and pump flow on (B)(6) at 14:00. The pump stopped an hour later during CABG. The pump stop alarm that was seen was did not indicate an electrical failure of the device but rather a mechanical interaction with the impeller. The root cause of the pump stop cannot be determined as the product was not returned to confirm the interaction. Corrections to the initial MFR report: g1 MDR reporting contact email.

Event description:
Additionally, the medwatch report explained that the patient a leak around the impella in the ascending aorta. The patient was losing a lot of blood. The impella was removed. The patient continued to bleed. There was epicardial bleeding on the anterior surface of the heart and there was also bleeding form the proximal anastomosis vein graft to the aorta. The bleeding was controlled and the patient was sent back to the ICU.

Manufacturer narrative:
H9 medwatch report 5169721 added. Medwatch report 5169721 added. Thrombocytopenia. The root cause of the thrombocytopenia cannot be determined due to insufficient clinical information provided. Pump stop. The pump was not returned. The data logs were observed and there was an interaction with the impeller as there were suction alarms with an increase in motor current and pump flow on 5/10 at 14:00. The pump stopped an hour later during CABG. The pump stop alarm that was seen was did not indicate an electrical failure of the device but rather a mechanical interaction with the impeller. The root cause of the pump stop cannot be determined as the product was not returned to confirm the interaction. Vascular damage - great vessel. Due to the limited clinical information provided about what was occurring during this time frame, the root cause of the vascular damage - great vessel cannot be determined. B5 updated with additional information was inadvertently omitted on the initial manufacturer device report number 1220648-2024-24138. E4 should have been yes on the initial manufacturer device report number 1220648-2024-24138. H6 health effect - clinical code 1888 was inadvertently omitted on the initial manufacturer device report number 1220648-2024-24138. H6 health effect - impact code 4629 was inadvertently duplicated on the initial manufacturer device report number 1220648-2024-24138. H9 mw5161552 was inadvertently omitted on the initial manufacturer device report number 1220648-2024-24138. Mw5161552 was inadvertently omitted on the initial manufacturer device report number 1220648-2024-24138.